Manufacturer narrative:
Suspect device received on aug 22, 2023 device evaluation completed on aug 24 , 2023: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 275cc breast implant was found to have a tear extended from the anterior to the posterior view, measuring approximately 4.6 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Reason for device explant and/or reoperation: h6 health effect - clinical code e2402: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 22-year-old caucasian female who underwent a breast augmentation primary with a mentor smooth round moderate plus profile, 275cc saline breast implant experienced left-sided deflation post procedure. The issue was diagnosed through photos. As a result, patient underwent unilateral replacements with cat: 3502275, sn:(B)(6) on (B)(6) 2023.